Event description:
The account reported that the bed exit alarm was not functioning on this bed and a pt fell. It is unk whether or not any injuries were sustained. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician investigated and when he got to the bed, the pt was on the bed. The technician checked the scale and found that the scale was reading zero pounds with the pt on the bed. The most likely cause of the incorrect pt weight is the bed being zeroed with the pt on the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The pt was then removed from the bed and the scale was zeroed properly by the technician to resolve the issue. The risk manager at the account stated that there were no injuries caused by the pt fall. Based on this information, no further action is required.